Event description:
Noise on rv lead with inappropriate shocks. Shock impedance intermittently less than 20 ohms. First episode on device 06/29/19. The physician tried an rv lead revision on 10/18/2019 however they were not able to gain venous access so the revision was aborted until a later date. This lead remains actively implanted.

Manufacturer narrative:
On (B)(6) 2019 we were informed that explant of this lead was attempted on (B)(6) 2019. The lead broke during the procedure and was subsequently capped. No adverse patient events related to this procedure were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.